Event description:
It was reported that the pump was alarming "no disposable- pump won't run". The pump was powered off. Closed clamp and removed cassette. Gently tapped cassette and massaged line to disperse air bubbles in the line. Replaced cassette and powered pump on- pump continued to alarm. Powered pump off and removed cassette, gently tapped cassette and massaged line to disperse air bubbles in the line. Replaced cassette and powered pump on- pump continued to alarm. Powered pump off. Patient not affected. Pump settings:31.9, 0.6, 74.10ml. No further information available.